Event description:
The customer's mother reported that the pod was activated sunday evening ((B)(6)) and her daughter's blood glucose measured 400 mg/dl in the afternoon on (B)(6). She then noticed that the adhesive was wet and that she smelled insulin, so she removed and replaced the device. The daughter's bg was back in range by the morning of (B)(6).

Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. The caller observed that the adhesive was met and smelled insulin, indications that the cannula had dislodged and insulin was delivering outside the body, which can contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula and securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater that 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria.